Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver sought guidance on locating insulin on board and meal announcement details in the device, following a hypoglycemic event that they believed was related to residual insulin from prior therapy not accounted for at initial setup. Symptoms included hypoglycemia that was treated with oral glucose, after which the user¿s blood glucose was 105 mg/dl and steady. Outcomes included resolution of the low glucose without hospitalization or emergency care. Investigation included customer education and review of algorithm steps and history to confirm insulin on board and meal dosing information. Investigation of this case revealed no device malfunction, with the event consistent with insulin stacking from pre-existing insulin not captured by the device during transition to use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.